Event description:
Reporter indicated that the site was not able to establish communication with the patient's generator. It is unk which, if any, troubleshooting steps were done to try to resolve the reported issue. It was noted that the patient is to have the generator replaced in (B) (6) 2010, since the site suspects that the battery is depleted, but no surgery date has been set at this time. The report that the device is suspected to be at end of service could not be confirmed as the site stated that the device did not indicate end of service the last time that it was successfully interrogated, and in house programming history was inadequate to run a battery life calculation.